Manufacturer narrative:
(B)(4). The lot was manufactured june 1, 2015- june 2, 2015. The device was received for evaluation. Visual inspection identified a black particle 0.08 square mm in size embedded in the stressmember. Fourier transform infrared spectroscopy was performed and was not successful. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the filter. This was identified before use. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.